Event description:
It was reported complete heart block occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device was attempted to be implanted, but after 3 partial recaptures and 1 full recapture, the closure device was removed for not meeting the release criteria. A sweep for a pericardial effusion and monitoring checks were completed. A 24mm watchman flx laa closure device was then attempted with 1 partial recapture due to the proximal position of the device. Following the partial recapture and reposition of the 24mm closure device, the patient lost cardiac conduction and was transcutaneously paced by the implanting team. The procedure was aborted by the implanter and a transvenous pacemaker was inserted via femoral vein access. The patient was reassessed for underlying cardiac conduction and complete heart block was reported. The implanting physician completed an evaluation of the coronary arteries as well as reconfirming the lack of a pericardial effusion. The patient was then extubated and transferred to the recovery unit. The implanting physician consulted electrophysiology for a planned implantable cardioverter defibrillator (ICD) implant. The patient remained in the hospital for overnight monitoring. The patient has since been discharged from the hospital and received an ICD.

Event description:
It was reported complete heart block occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device was attempted to be implanted, but after 3 partial recaptures and 1 full recapture, the closure device was removed for not meeting the release criteria. A sweep for a pericardial effusion and monitoring checks were completed. A 24mm watchman flx laa closure device was then attempted with 1 partial recapture due to the proximal position of the device. Following the partial recapture and reposition of the 24mm closure device, the patient lost cardiac conduction and was transcutaneously paced by the implanting team. The procedure was aborted by the implanter and a transvenous pacemaker was inserted via femoral vein access. The patient was reassessed for underlying cardiac conduction and complete heart block was reported. The implanting physician completed an evaluation of the coronary arteries as well as reconfirming the lack of a pericardial effusion. The patient was then extubated and transferred to the recovery unit. The implanting physician consulted electrophysiology for a planned implantable cardioverter defibrillator (ICD) implant. The patient remained in the hospital for overnight monitoring. The patient has since been discharged from the hospital and received an ICD. It was further reported that cardiac arrest occurred on the same day as the procedure.